Event description:
The patient was inappropriately treated 1 time by the life vest. The patient's neurological status at the time of the event is unknown. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. No injury was reported from the treatment. It is unknown if the patient sought medical attention. Outcome is unknown no deficiencies were alleged against the device.

Manufacturer narrative:
Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (B)(4) per patient-month with (B)(4) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The life vest detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.